Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 0bpeb05b using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 266 mg/dl at 12:16 p.m., 41 mg/dl at 12:17 p.m. And 194 mg/dl at 12:18 p.m. On the contour next link 2.4 meter. The customer did not present any symptoms of hypoglycemia, however, he drank orange juice due to the low reading. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.